Manufacturer narrative:
Investigation summary: bd received a photo for investigation. The photo showed packaging information but not the actual failure mode. A total of thirty retained samples were subjected to functional tests. All samples passed testing, as they were able to be activated properly with no evidence of retraction defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed blood splatter on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed blood splatter on unspecified number of devices. There was no health impact or consequence reported.